Manufacturer narrative:
A correction on the event was received on (B)(6) 2017. Originally, it was stated that the patient became hypertensive and the shaft proximity interference value was 10-15 grams. The correction received stated that the patient became hypotensive. The contact force ranged from 10-15 grams. There was no information regarding the shaft proximity interference value. (B)(4)

Manufacturer narrative:
Bidirectional navigation catheter was not in close proximity to another catheter. Thermocool smarttouch bidirectional navigation catheter was zeroed after the initial warm-up phase, post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors observed on any bwi equipment during the procedure. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) for the lot number 17657264m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. Concomitant products: non-biosense webster, inc. - baylis medical transseptal needle. Non-biosense webster, inc. - st. Jude medical 8.5 french sl1 sheath. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for idiopathic ventricular tachycardia with a thermocool smarttouch bidirectional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. After transseptal puncture and mapping in the left ventricle, the patient became hypertensive and a tamponade was confirmed via echocardiogram. Pericardiocentesis yielded 700 ml of blood. Patient was reported to be in stable condition. Repeat echocardiograms performed 5 hours post-procedure and on post-procedure day 1 confirmed tamponade resolution. Patient remained in the hospital overnight for observation. Patient fully recovered. It was noted that the patient was in sinus rhythm during the procedure. Factors cited that may have contributed to the adverse event include a small left ventricle. Physician¿s opinion regarding the cause of the adverse event is that he suspects it was related to transseptal puncture or catheter manipulation in the left ventricle. Transseptal puncture was performed with a baylis medical transseptal needle. Sheath used was a st. Jude medical 8.5 french sl1. Generator parameters, generator settings, power titration, overall ablation time at the site of injury, and last ablation cycle time at the site of injury were not reported, as no ablation was performed. There is no information regarding irrigated catheter flow setting. Patient received anticoagulant during the procedure with activated clotting time maintained between 250-300 seconds. The shaft proximity interference value was reported as 10-15 grams. Thermocool smarttouch